Manufacturer narrative:
Unit received with missing segments due to cracked zebra connector. Unable to perform self-test and displacement test due to missing segment. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer was advised that the device would be replaced and agreed to return the product for analysis.